Event description:
Reporter stated that patient obtained a blood glucose result of 497 mg/dl, whhile using the suspect device. Twenty minutes later, having performed no medical intervention, patient's blood glucose measured 200 mg/dl. No patient injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.